Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was not impacted due to the occlusions. A system check was performed and the occlusion alarms continued. Reportedly, the customer reverted to manual injections for insulin therapy.